Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the goldline push button pencil with 10" cord for evaluation. Visual examination of the returned packages found both packages with partial seal disruptions, both occurring in the side seals. In both of the returned packages, there is evidence that the cord of the device was partially sealed within the sterile seal of the package. In those areas adhesive transfer to the poly material showing that a full seal existed is missing due to the product obstructing the seal. The device packages exhibiting the partial seal disruptions were transferred to packaging engineering for dye leak testing. One (1) of these devices exhibiting the partial seal disruption was confirmed that the seal failed the leak test on (B)(6) 2016. The other package with partial seal disruption in the side seal passed the leak testing exhibiting an intact sterile seal barrier. This lot was manufactured on 30-mar-2015. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. In these instances, preliminary investigation revealed that the most probable cause of the partial seal disruptions appeared to be related to the cord of the device partially within the sterile seal area during manufacturing. (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. These devices were manufactured prior to the opening of that investigation. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, two (2) packages containing the goldline push button pencil with 10" cord were discovered with "insufficient heat seal". Both of the returned packages exhibited partial seal disruption in the side seals due to partially sealing of the device cord in the seal. Testing results confirmed that one (1) package failed the dye leak test on (B)(6) 2016. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.